Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the preparation, small detached fragments from the subject guidewire became detached before it was inserted into the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during the preparation, small detached fragments from the subject guidewire became detached before it was inserted into the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject guidewire was not returned. It was reported that during the procedure, small parts, presumably from the wire, become detached. Additional information provided by the customer indicated that the subject guidewire was prepared for use as per the directions for use and that the issue occurred during preparation. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the subject guidewire was not returned for analysis, an assignable cause of undeterminable will be assigned to the issue 'guidewire ptfe coating peeling'.